Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement test or verify charge/battery lasts less than expected due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer was assisted with troubleshooting. Customer stated that they experienced low blood glucose level. Customer declined the troubleshooting for low blood glucose level. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.